Manufacturer narrative:
The field engineering specialist replaced the electrode power cable, replaced the ise pipetting sipper probe, and the spring and top cover of the probe. He adjusted the ise washing. He performed an ise check with acceptable results. Calibration and qc results were acceptable. The customer performed precision testing and comparison testing to cobas c311 all with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. No further issues have occurred following the service visit.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 4 patients tested on a cobas 6000 c (501) module compared to the results from a cobas 4000 c (311) stand alone system. Patient 1 sodium result from the cobas c501 was 165 mmol/l and the sodium result from the cobas c311 was 142 mmol/l. Patient 2 sodium result from the cobas c501 was 188 mmol/l and the sodium result from the cobas c311 was 142 mmol/l. Patient 2 is a (B)(6) female with a date of birth that was requested but not provided. Patient 3 sodium result from the cobas c501 was 162 mmol/l and the sodium result from the cobas c311 was 141 mmol/l. Patient 4 sodium result from the cobas c501 was 177 mmol/l and the sodium result from the cobas c311 was 141 mmol/l. The erroneous results were not reported outside of the laboratory. The results from the cobas c311 were deemed to be correct. There was no allegation of an adverse event. Qc results were acceptable. The sodium electrode lot was e89 with an expiration date that was requested but was not provided. The ambient room temperature was 21 degrees celsius. A field engineering specialist performed ise check testing and discovered an issue in the potassium chloride (kcl) results. He cleaned the top side of the analyzer and performed the green rack maintenance. The investigation is currently ongoing.